Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a fragment of coil is very far off on the end/ an implant fragment passed externally') and device expulsion ('migration of essure device location of device: one of her essure migrated into her uterus\migration of essure device location of device: came out/ an implant fragment passed externally/ pt brought in entire coil/ left tube not blocked properly') in an adult female patient who had essure (batch no. 663256) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "two right sided essure devices are noted". On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain one month during period"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginal infx,/ bacterial infections") and dysmenorrhoea ("dysmenorrhea (craping) unlike any cramping I hv ever experienced"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage, device expulsion, pelvic pain, bacterial vulvovaginitis and dysmenorrhoea outcome was unknown. The reporter considered bacterial vulvovaginitis, device breakage, device expulsion, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: essure device: one of her essure was migrated into her uterus which was extracted by physician in 2009. Discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Healthcare provider informed about result- not to be concerned that the 1 essure had come out because scar tissue was blocking the fallopian tubes.; on (B)(6) 2010: the right essure implant extends to the cornua, while the left implant is significantly more distal. Contrast extends to the essure implants, but not further, and no free spillage was observed into the pelvic cavity. Most recent follow-up information incorporated above includes: on 17-dec-2020: mr received: lot number was added, reporter was added. Events added- device breakage, two right sided essure devices are noted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a fragment of coil is very far off on the end/ an implant fragment passed externally') and device expulsion ('migration of essure device location of device: one of her essure migrated into her uterus\migration of essure device location of device:came out/ an implant fragment passed externally/ pt brought in entire coil/ left tube not blocked properly') in an adult female patient who had essure (batch no. 663256) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "two right sided essure devices are noted". On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain one month during period"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginal infx,/ bacterial infections and dysmenorrhoea ("dysmenorrhea (cramping) unlike any cramping I hv ever experienced"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage, device expulsion, pelvic pain, bacterial vulvovaginitis and dysmenorrhoea outcome was unknown. The reporter considered bacterial vulvovaginitis, device breakage, device expulsion, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: essure device: one of her essure was migrated into her uterus which was extracted by physician in 2009. Discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2009, (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Healthcare provider informed about result- not to be concerned that the 1 essure had come out because scar tissue was blocking the fallopian tubes.; on (B)(6) 2010: the right essure implant extends to the cornua, while the left implant is significantly more distal. Contrast extends to the essure implants, but not further, and no free spillage was observed into the pelvic cavity. Lot number: (B)(4) manufacturing date:(B)(6) 2009 expiration date:(B)(6) 2012 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-jan- 2021: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.